Event description:
Dealer called in to modify a quote and advised both motor and gearboxes that were replaced in (B)(6) of 2014 are leaking. Dealer hung up. Received information from customer service representative.